Manufacturer narrative:
(B)(4).

Event description:
A confirmed motor stall was noted in the event logs with no motor stall recovery recorded. The motor stall was caused by the pt having an MRI or other medical procedure. The medication being delivered via the device was baclofen. Additional info has been requested, a follow-up report will be sent if additional info becomes available.